Event description:
Patient planned for valve-in-valve tavr with leaflet modification. The tavr valve was introduced through the common femoral artery sheath and advanced across the aortic valve. During deployment of the valve (turning), a popping sound was heard. Prior to this, there was no difference in performance of the device, no additional resistance noted during turning. Attempts to deploy the valve were unsuccessful, so attempts were made to recapture the valve. This was also unsuccessful. The whole sheath had to be removed. The patient was noted with avulsion of iliac artery and required emergency vascular surgery interventions. Upon inspection, the device was noted to be broken near the tabs connecting to the housing.